Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) clearlink duo-vent continu-flo solution set broke. The event was further reported as both of the sets broke "off on the very end with removing the cap". The event occurred prior to patient use; therefore; there was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.